Manufacturer narrative:
(B) (4). (B) (4). Advancer bypass / indicator wheel failure / malformed clip the analysis results found that the device was returned with three j form clips in the jaws, the clips were manually removed. The instrument was cycled, fed and formed 2 clip conforming and 1 malformed clips due to advancer bypass issues. In addition the orange indicator did not showed up after the device locked out.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. The clips were jawed in the jaws. Another device was used to complete the case with no patient consequence.